Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power module device control unit was not functioning and defective. It was noted that the power module was checked for damage resulting from contact of the elements of the unit with liquid. It was further observed that the sensors inside the body did not change color ¿white color. It was noted that cracks and mechanical damages were not observed on the body. It was also noted that the device failed pre-repair diagnostic tests for assessment of the information button and self-test, charging and checking the power module in the charger, and function test. It was noted in the service order that before use the device was "out of work." This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.